Event description:
It was reported to covidien on 03/05/2010 that a customer had an issue with an insulin syringe. The customer reports that the needle broke when the cap was removed. The customer confirmed that the cap was pulled straight off.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.